Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of lv capture was observed via remote transmission. Review of the transmission confirmed the presence of loss of capture. High, out of range pacing impedance was observed. Programming changes were recommended.